Event description:
Please be advised that while investigating an event involving one of our products, noted a potential adverse event regarding a non- product. Clinical adverse event received for decreased mobility, pain, and swelling to study knee. Event is not serious and is considered moderate. Event is possibly related to both device and procedure. Competitor cement used (biomet ortho switz) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).